Manufacturer narrative:
Device code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) april 23, 2018. Regarding the reported issue, the hcp stated the "patient frequently reports pain pump problems but analysis." The hcp stated the patient reportedly had less pain relief when the pump is reported to malfunction. The pump interrogation was negative for any problems. Regarding actions/interventions taken to resolve the issue, the patient was seen and analyzed, and the pump was interrogated. No clinical or mechanical problems were found. No problem was identified. Regarding the status of the device, the pump function was normal per the n-vision and clinical findings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for spinal pain and chronic low back pain. The event date was ¿asked, but unknown.¿ the rep received a call from the doctor¿s office that the patient had some ¿pump problems¿ that were not specified. The patient had been managed for years by the doctor. The reporter had no further information other than the second hand unspecified ¿pump problems.¿ it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was also unknown if there was any diagnostic/troubleshooting performed and unknown if the issue was resolved at the time of this report. Other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ it was asked and unknown if surgical intervention occurred as well as the patient¿s medical history. The patient¿s weight was ¿unknown, asked and would not be made available (legal/confidential reason).¿ the patient¿s status was ¿alive- no injury.¿ no further complications were reported/anticipated or expected. Additional information was received from a consumer. The patient had a morphine pain pump and was wondering if maybe it was leaking or "what symptoms that I am worried about". This was also stated as the patient reported concerns that the pump may be leaking. The patient was having pain around the catheter that went into the spinal cord area "where the bones are". It was stated the patient was "real thin" and had "kind of papery skin" over the catheter. It was sore around there and she was having a lot of tingling pain in the bones in that area. The patient later asked if the pump ever moves and stated that it felt like it moved out further away from the spine and towards the hip. Additionally, it was stated that there was a little bump where the catheter connected to the spine. It was noted the patient didn't have much fat present, so she could feel it. The patient wanted to know if the pump gave doses every so often and she "almost feels like she knows when she gets a dose". "Yesterday" [ (B)(6) 2018] the hcp increased the patient's dose to address her pain concerns. The patient discussed her symptoms with the physician, but he did not give suggestions. The patient was to follow up with the hcp for a refill on (B)(6) 2018. It was indicated that the patient's concerns and symptoms just started in the last week. No further issues were reported or anticipated.